Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving medical device nx052z - as vega ps tibial plateau cemented t1+. Specifically, it was reported that there was postoperative loosening. The device had been implanted in the right knee on (B)(6) 2021. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nx029z (aesculap ag reference no. (B)(4); 9610612-2025-00094). Nx052z (aesculap ag reference no. (B)(4); 9610612-2026-00057). Involved components: unknown component aesculap ag vega knee implant (aesculap ag reference no. (B)(4). Nx060z/ as tibia extension stem 10x52mm cemented (aesculap ag reference no. (B)(4). Nx210/ vega ps+ gliding surface t1/1+ 10mm (aesculap ag reference (B)(4).